Event description:
During a right superior vena cava stenting procedure, the stent of the wallstent bendoprosthesis with unitstep plus delivery system was not fully deployed. The physician partially deployed the stent and the tumor compression was so great that it prevented the stent from being deployed. The physician elected to drag the stent down into the right atrium and "park" it there. The stent deployed fully in the right atrium. The patient did not suffer any complications from this event.